Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface implant would not properly snap into the tibial tray.